Event description:
It was reported that on (B)(6) 2026, a 5-4mm amplatzer pda occluder was chosen for implant using an unknown delivery system. The patient was a 13 kg child with a patent ductus arteriosus, with the tightest segment measuring 2.6 mm, and although the sizing guide recommended use of an 8-6 mm amplatzer pda occluder, the physician elected to use a smaller 5-4 mm device due to the relatively small aortic ampulla. Following deployment, the 5-4 mm amplatzer pda occluder embolized to the descending aorta. The device was subsequently snared around the lobe and repositioned more anteriorly within the duct; however, it embolized again. Multiple attempts were made to snare the device by the pin without success. The device was then snared again around the lobe, repositioned further anteriorly, and released with the plan for surgical removal should further embolization occur. After this release, the device remained in position, was confirmed to still be in place the following day, and the patient was reported to be doing well.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.